Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient demographic unavailable, however follow up for patient information is still in progress.

Event description:
During an ent case, the surgeon reported the wire broke on the plasmablade device tip. It is unknown if it detached completely. There was no impact to the patient.